Event description:
The customer reported that the unit fails to charge during opcheck.

Manufacturer narrative:
In 2009, the customer reported that the unit fails to charge during opcheck. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.